Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a xray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge fell apart in the wound. The customer further reports that frayed sponge particles were removed immediately with no ill effect to the pt.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring contacted the customer requesting add'l info but no further info was available. If add'l info is obtained, the medwatch form will be updated.